Manufacturer narrative:
Title: interventions for great saphenous vein incompetence (review) author: whing j, nandhra s, nesbitt c, stansby g journal: cochrane database of systematic reviews year: 2021 vol/issue: 8 ref: 10.1002/14651858.cd005624.pub4. Date of event: date of publication. If information is provided in the future, a supplemental report will be issued.

Event description:
A journal article was submitted detailing a study to assess the effects of endovenous laser ablation (evla), radiofrequency ablation (rfa), endovenous steam ablation (evsa), ultrasound-guided foam sclerotherapy (ugfs), cyanoacrylate glue, mechanochemical ablation (moca) and high ligation and stripping (hl/s) for the treatment of varicosities of the great saphenous vein (gsv). Technical failure was defined as "an open refluxing segment of 10cm or more at follow up" reported in both groups. Complications reported for rfa treatment included pain, hematoma, saphenous nerve injury (paraesthesia), thermal injury or inflammation (skin burn and phlebitis), wound problems (groin/ stab), bruising and pigmentation, skin staining, pulmonary embolism,dvt, ehit and phlebitis from the included studies. Minor complications reported for ca treatment included saphenous nerve injury, bruising and pigmentation, and chronic phlebitis from the included studies. Wound problems requiring intervention are reported for rfa and ca.